Event description:
It was reported that the analyzer would switch to emergency pacing parameter during a pacemaker implant without anyone touching the programmer. The analyzer was replaced and returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no fault found with analyzer; device functioned as required when tested with a known good programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).